Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button one of 6/7f mynx control vascular closure device (vcd) was not pressed. Hemostasis was achieved with manual compression. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
As reported, button one of 6f/7f mynx control vascular closure device (vcd) was not pressed. Hemostasis was achieved with manual compression. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that button 1 was fully depressed while button 2 remained in the non-depressed position. The stopcock was open, and a cordis mynx syringe was attached to the unit. The sealant was not returned for evaluation. The sealant sleeves showed no abnormal conditions. A non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated and not retracted, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. A simulated deployment test could not be performed because the sealant was not returned for evaluation. However, since button 2 was not originally depressed, it was tested separately. Button 2 was fully depressed without issue, and the balloon retracted successfully. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was received with button #1 already fully depressed with no anomalies noted. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since it was received fully depressed with no anomalies. However, handling factors (such as incorrect alignment of the tension indicator prior to attempting depression) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggests that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.